Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of fos signal lost is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required.

Event description:
It was reported by the rn that connection was made with the fiber optic sensor (fos) without difficulty, and it zeroed properly. When the catheter was inserted they lost the fos signal. The rn stated that the arterial pressure (ap) waveform appeared when she pumped up the pressure bag and the pump worked with the transducer. The intra-aortic balloon (iab) was taken out and the patient was placed on ECMO (extracorporeal membrane oxygenation) since the patient needed more support. There was no reported death or serious injury. No report of delay in therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that connection was made with the fiber optic sensor (fos) without difficulty, and it zeroed properly. When the catheter was inserted they lost the fos signal. The rn stated that the arterial pressure (ap) waveform appeared when she pumped up the pressure bag and the pump worked with the transducer. The intra-aortic balloon (iab) was taken out and the patient was placed on ECMO (extracorporeal membrane oxygenation) since the patient needed more support. There was no reported death or serious injury. No report of delay in therapy.